Manufacturer narrative:
Code j494g, lot number jh7350. Code j215h, lot number jk7379. Code j215h, lot number jg7447. Code j464g, lot number hj7398. The above listed product codes and lot number have been reported as related to this incident. Rptr is not able to determine which product was actually involved.

Event description:
Infection. Customer reports pt developed superficial "blisters" surrounding skin incision which required antibiotic therapy. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.

Manufacturer narrative:
(H-6) method 86-sterility record review. Code 68 this inquiry was evaluated with regard to product sterility. Co's records substantiate that the product lots and package samples in question were rendered sterile by co's standard sterilization process. As a standard procedure, the sterilization cycle was monitored with resistant biological indicators which tested sterile according to u.s.p. Methology. A product inquiry records review was conducted and there have been no other inquiries of any type received involving these lot numbers.